Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the endotracheal tube was in situ for one hour when the tube developed an obstruction that inhibited flow of oxygen. The endotracheal tube was removed and replaced.